Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR. Report: 1627487-2015-21220. Follow-up identified the patient underwent surgical intervention to explant and replace the leads. Effective stimulation was restored post-operative.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2015-21220. The patient received an implant for migraines (off-label). It was reported the patient experienced ineffective stimulation. Diagnostics revealed one invalid impedance. Reprogramming was successful on the left side, however, right side stimulation could not be restored effectively. X-rays confirmed both leads had migrated. Surgical intervention will take place to address the issue.